Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (cts) however customer declined to complete the check. Reportedly, the customer is removing cartridge air bubbles with an empty syringe, and pulling/re-using insulin. Additionally, the customer stores her supplies out of box in a bin and clinical support found infusion sets that expired 1.5 years ago. Clinical support advised customer to only use non expired infusion sets, and that removing cartridge air bubbles with an empty syringe and pulling/re-using insulin, is off label per the tandem user guide. Customer's blood glucose (bg) was 228 mg/dl. The customer reverted to an alternate method insulin therapy.